Event description:
Pt implanted 6/16/98 in upper and lower vermilion borders. Onset of wound drainage and infection 7/11/98 in perioral. Pt treated with ceftin 7/11/98. Rocephin 7/28/98, augmentin 7/28/98, 8/18/98 and 8/25/98. Implant explanted 8/25/98.